Event description:
The distributor reported that the pump screen was black and pump touchscreen was unreadable and unresponsive, even though pump started and charged. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided for the customer, but no additional information was received regarding the outcome of the event.